Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer via e-mail stated that the bottom part of their toothbrush fell out while brushing their teeth and they submit a picture showing the piece that they found in their mouth. No injury was reported. On 29-jun-2021 follow up via e-mail: the consumer stated that they had been using it for about two months and they used it with their oral-b vitality dual clean rechargeable electric toothbrush. No injury was reported.